Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the dialysis unit in the three months prior to the complaint occurrence date. Ten lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on each of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached based on the information provided. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility dialysis manager reported to fresenius that the optiflux dialyzer clotted during the patient's hemodialysis (hd) treatment. Treatment was setup with a b.braun hd machine and streamline bloodline set (non-fresenius products). Limited information was available upon follow-up with the dialysis manager. There was no serious injury or required medical intervention regarding the reported event. The patient's estimated blood loss (ebl) would be minimal but the exact amount was not provided. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
A user facility dialysis manager reported to fresenius that the optiflux dialyzer clotted during the patient's hemodialysis (hd) treatment. Treatment was setup with a b.braun hd machine and streamline bloodline set (non-fresenius products). Limited information was available upon follow-up with the dialysis manager. There was no serious injury or required medical intervention regarding the reported event. The patient's estimated blood loss (ebl) would be minimal but the exact amount was not provided. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility dialysis manager reported to fresenius that the optiflux dialyzer clotted during the patient's hemodialysis (hd) treatment. Treatment was setup with a b.braun hd machine and streamline bloodline set (non-fresenius products). Limited information was available upon follow-up with the dialysis manager. There was no serious injury or required medical intervention regarding the reported event. The patient's estimated blood loss (ebl) would be minimal but the exact amount was not provided. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation. No additional information was provided.